Manufacturer narrative:
Additional information was received stating that the lead had dislodged due to patient non-compliance with post operative care. The physician elected to replace the lead rather than reposition it. The lead is expected to be returned for testing. This product issue will be re-evaluated if additional information is received.

Event description:
.

Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was removed from service three days post implant due to an unspecified reason. No additional adverse patient effects were reported.